Event description:
Pt seen in ER for low blood sugar. At 6:00am. Pt had bg of 278, ate breakfast, orange and bolused 4 iu insulin. Bg still elevated at noon, bolused again and ate lunch. Pt felt fine and no indication that bg was going low. Passed out later in the day. 911 was called and police transported pt to ER. Left ER about 2 hours later. Pt feels that numerous boluses led to hypoglycemia that came on without warning. Pump returned for evaluation. Pump passed all tests and returned.